Event description:
The sales rep reported a knee revision surgery due to doctor's election to change the 4x11 tibial insert to a 4x12 tibial insert. During the surgery the surgeon removed and replaced an omni tibial insert and retaining bolt.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet, identity, quality, durability, reliability, safety, effectiveness, or performance of the device.